Event description:
Analysis was completed on the returned lead portions and the reported lead fracture was confirmed. The electrodes were not returned for analysis, therefore evaluation could not be performed on the entire lead product. The positive connector ring quadfilar coil appeared to be broken approximately 335mm and 337mm from the end of the connector boot. Scanning electron microscopy (sem) identified the area as having extensive pitting. Sem was performed on the positive connector ring coil break found at 337mm and identified one of the broken coil strands as having a stress induced fracture with fatigue appearance and mechanical damage, fine pitting, and evidence of a rotational stress induced fracture. The remaining broken coil strands were identified as being mechanically damaged which prevented identification of the coil fracture type. Pitting was observed on the coil surface. Sem analysis of the coil shows characteristics typical of a lead discontinuity. There was an abraded opening found on the outer silicone tubing, which likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
The patient had generator and lead replacement surgery and high lead impedance was noted on the suspect device prior to replacement. The explanted products have not been received to-date.

Event description:
It was reported that the vns patient¿s device showed high impedance and was subsequently disabled during an office visit on (B)(6) 2015. Patient trauma is not believed to have caused or contributed to the high impedance condition. Clinic notes were received indicating that high impedance was observed on a normal mode diagnostic test. The patient¿s device was last tested on (B)(6) 2014 and both system and normal mode diagnostic results showed lead impedance within normal limits. No known surgical interventions have occurred to date.

Event description:
The explanted lead and generator were received for analysis. Analysis of the lead is underway, but has not been completed to-date. Analysis was completed for the generator on (B)(6) 2015. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
Describe event or problem, corrected data: it was inadvertently not specified in the initial report that systems diagnostics resulted in the high impedance. Relevant tests/laboratory data, corrected data: the results of the systems diagnostics were inadvertently not included on the initial report.

Event description:
It was reported that prior to the replacement surgery the high impedance was observed on systems diagnostics.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.